Event description:
On february 6, 2006 right handed pt presented with a grade 3 subarachnoid hemmorrhage from a ruptured aneurysm underwent coiling of the left posterior communicating artery )lpca) aneurysm, as suggested by the attending physician. During the procedure, an acute thromboembolism occurred, which resulted in the occlusion of the left m1 segment of the middle cerebral artery (mca). Given the risk of the acute re-ruptured of the aneurysm, if acute stroke was first treated, the physician elected to first coil the aneurysm. After coiling the left posterior communicating artery aneurysm, given the immediate threat to the pt's health and life from a likely left middle cerebral artery stroke, the physician attempted to recanalize the left mca occlusion with intra-arterial reopro, but this was unsuccessful. The physician attempted to mechanically remove the clot with a microsnare but this unsuccessful. The pt's vessel was extremely tortuous and given that time of essence, the physician did not feel that the traditional over the wire balloon catheter wouls either have enough inflation pressure to macerate the oragnized clot or could reliable reach the distal m1/m2 segments of the left middle cerebral artery without risk of backing out the guide catheter, therefore in an emergency setting, the physician elected to use the gateway pta dilatation catheter, which is part of the wingspan stent system, for balloon angioplasty of acute stroke from the oraganized clot; gateway pta dilatation catheter 9 mm x 2 mm and gateway pta dilatation catheter 15 mm x 2.5 mm were used. With the subject device the physician was able to reach the distal m1 and m2 segments and performed balloon angioplasty of these occluded segments. This led to partil recanalization of the m1 segements and superior and inferior m2 trunks. Despite the attempts to revasculrize the left cerebral hemisphere, a follow-up CT scan showed a large infarct of the middle cerebral artery territory, although some distal cortical territory and the basal ganaglia were spared. The pt's durable power of attorney was notified of the events and elected to withdraw care the following day given poor prognosis.